Event description:
The hospital reported that during a coronary artery bypass graft surgery, the stabilizer's plastic piece with the maquet logo popped out. The logo piece did not fall into the pt but fell out to the side. Staff opened another stabilizer kit but the knob would not tighten. A third kit was used to complete the procedure. No pt complications were reported by the hospital. The second device "knob not tighten" is not an MDR reportable event; however, maquet received both devices on 11/10/2009 and observed on the second device that the maquet logo had also detached from the suv mount. This then became an MDR reportable event. This report is for the first device.

Manufacturer narrative:
Investigation results: the visual inspection showed that the plunger housing cap (plastic piece with maquet logo) was detached from the suv mount and broken in two pieces. No visible marks were present on the outside of the maquet name plate or plunger hourglass housing. Residual adhesive was present on the inside plunger housing cap and the plunger hourglass housing. The residual adhesive locations were within the process parameters. The two molded pins on the plunger housing cap were sheared off and still bonded to the inside of the plunger hourglass housing. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).